Event description:
It was reported that stenting treatment procedure, stent damage and removal difficulty occurred. The target lesion was located in the left circumflex artery. The 3.0 x 32mm ion mr stent delivery system (sds) was being removed through a 6fr non bsc guide catheter and they noted resistance as it appeared "hooked" in the guide catheter. The sds was removed from the guide and stent damage was noted. The non bsc guide catheter was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the mid-section to the distal end of the stent was stretched. The stent struts were bent and damaged. There was no other damage. The confirmed stent damage may be consistent with the reported difficulty withdrawing from guide catheter. There was no evidence of any product quality deficiencies that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during stenting treatment procedure, stent damage and removal difficulty occurred. The target lesion was located in the left circumflex artery. The 3.0 x 32mm ion mr stent delivery system (sds) was being removed through a 6fr non bsc guide catheter and they noted resistance as it appeared "hooked" in the guide catheter. The sds was removed from the guide and stent damage was noted. The non bsc guide catheter was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.